Event description:
The ligasure handpiece kept acting up - it would have to be unplugged from the machine for it to work right, and then would start on its own without anyone touching it. It burned the drape.